Event description:
Curonix received a call from the MRI department at (B)(6) hospital regarding a patient who had broken neurostimulators. The patient noted their devices broke while moving and lifting heavy boxes. Curonix advised against an MRI and recommended an x-ray instead. Clarification was received on april 30, 2026. The patient's clinician was not familiar with the curonix devices and believed the devices were broken. However, an x-ray was not performed to confirm the alleged deficiency. The patient has not worn their curonix device in years. However, they would like to resume therapy after they are able to obtain an MRI of their knee. Several attempts have been made to contact the patient to gather additional information without success. No further information is available at this time.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Potential causes of the reported issue include: severe force being applied to the implant (patient fall, accident) and severe twitching or stretching. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.